Event description:
Forehead injuries caused by forehead o2 sensor. Unable to determine if pressure from device being wrapped vs burn from the red sensor part (have been seeing this at times, need to start tracking).